Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Review of the device memory revealed that no suspicious faults or resets were recorded while implanted. Although the battery voltage was lower than expected, there was sufficient capacity remaining to support full device function. The device case was removed and detailed analysis revealed a high current drain. Further testing confirmed the presence of an internal crack within a low voltage capacitor, which caused a high current drain and resulted in an unexpected drop in remaining longevity. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this device was exhibiting premature battery depletion. During the most recent follow-up, the device's battery charge indicator was showing only 1 year remaining. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
The device is expected for return. This report will be updated upon completion of analysis.

Event description:
It was reported during ongoing use, the device was exhibiting premature battery depletion. During the most recent follow-up, the device's battery charge indicator was showing only 1 year of life remaining. The device was explanted and replaced, and the old device is expected for return. No adverse effects to the patient were reported.